Event description:
Upon return of the device, the technician found that the trigger was jammed. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed that the trigger slider is blocked and jammed. The device was repaired and returned to the customer on (B)(4) 2013. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.